Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the device was not working properly. The patient was experiencing incontinence. The physician noted that the device was not properly placed. During the procedure, the physician noted that the balloon was contaminated and the cuff was not clasped. The cuff was clasped, and a new balloon was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) because the device was not working properly. The patient was experiencing incontinence. The physician noted that the device was not properly placed. During the procedure, the physician noted that the balloon was contaminated and the cuff was not clasped. The cuff was clasped, and a new balloon was implanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.